Event description:
Patient with on-q catheter (indwelling catheter for pain pump for post op pain management) on day 3 the patient's wife went to remove the catheter per protocol and she was only able to pull 3/4 of an inch. The catheter would not come out any further and the patient complained of severe pain when she tried. Facility anesthesiologist assesses the patient over the phone and had the patient come back to the facility so she could visually assess. After assessment it was decided to have the patient admitted to the hospital seen by internal medicine and interventional radiology for further care and management of pain. Dates of use: (B)(6) 2017. Diagnosis or reason for use: continuouse nerve catheter for post op pain management.